Manufacturer narrative:
Parts on order.

Manufacturer narrative:
Supplemental submitted with evaluation results. The issue was resolved for the customer by replacing the power coil cable

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to a damaged power coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to a damaged power coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.